Event description:
It was reported that, during a tka surgery, the amber led activated on camera. The error "camera infrared lamp is not working properly. This may result in the limited field of view" was displayed. The navio case was aborted and the procedure was finished with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
H10: memo attached.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint (pn 500097 rev e) provides instructions in the " troubleshooting information¿ section: "camera error system message: camera infrared lamp is not working properly. This may result in a limited field of view. -you may choose to quit the intraoperative procedure or continue. If you choose to continue, the camera will continue to still function, however, the camera may have limited visibility." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "without the requested clinical information a medical investigation cannot be rendered. The patients outcome is unknown and it is unknown if a delay occurred during the procedure. Should any additional clinical information be provided this complaint will be re-evaluated." Visual inspection found the exterior shows moderate wear (smudges). A functional evaluation was performed and revealed that the aak result (0.137) was below the 0.35mm standard. The camera event log was evaluated and it showed numerous illuminator errors between 11/23/2019 and 11/28/2019. The camera was connected to a system and case (cut mode) for 4 hours. The infared lamp error was present. This failure is an identified failure mode within the risk assessment. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.